Event description:
At 18.00 the pt required CPAP with an oxygen need of 50%. The saturation during the night according to the spo2 readings were 99-100%. The oxygen supply was then lowered based on the spo2 values. At 01.00 external tina measurement device is showing high pco2 and low po2. An acid - base sample is taken that shows serious underventilation and extremely low po2 and saturation in capillary samples. Saturation meter continues to show good values. A visual inspection supports that the baby girl is poorly oxygenated. A massino sensor was place on the baby and shows spo2 readings of 30-40%.

Manufacturer narrative:
Philips is in the process of obtaining more info regarding this event and this complaint is still under investigation. At this time phillips does not have sufficient info to verify that monitoring was not a factor in this serious injury. A supplemental report will be sent once the investigation is completed.